Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received at the manufacturing site for the investigation. Visual evaluations were performed but functional evaluations could not be completed as the line of the feeding set was clogged with food. The sample was deemed inadequate for testing purposes. As a result, the reported condition could not be confirmed, and the root cause could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The patient's mother reported that she found a small puddle of water and/or feed on the floor after each force-feeding. The patient is fed three times a day.